Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mastectomy- skin closure procedure, three devices were used and their thread broke. The surgeon used continuous suturing technique. They used another suture in order to complete the case. There was no injury caused to the patient and no medical intervention was required.